Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01155; 400-03-281, s803 - dislocation. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery, due to dislocation.